Manufacturer narrative:
The field service rep found a broken preclean needle that was damaged and replaced the needle. He primed preclean without leaks.

Event description:
User reports the needle for the preclean reagent was bent and appeared the needle pierced through the side of the preclean bottle causing reagent to leak from the bottle onto the floor and into the walkway. User said that she immediately cleaned up the leak. No one was injured and no pt samples were affected.